Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they experienced a sudden jolt several months prior, since that sensation they had experienced a return of symptoms. They attempted to increase stimulation and was able to make it to 8.0 on all 4 programs without feeling stimulation. They made an appointment with their physician to have their device checked. Per their physician's office they checked the ins battery life and the device was unable to be read. Additionally, they attempted to run a lead impedance and they were unable to read the battery. They proceeded to try programs 1-7 with no sensation up to 8.0 ma. At this time they determined the patient needed to have a battery or lead revision and they were signed up to have surgery on (B)(6) 2020. There were no external issues or factors determined. It was noted the clinician could not recall what message they saw on the 8840 when unable to run a battery or impedance check. It was reported the issues were resolved at the time of the report. No further complications were reported or anticipated.